Event description:
It was reported the camera head was not working and had color bars flashing on the display. The issue occurred during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed.the product analysis confirmed that a faulty cable was causing the image issue. The most probable cause of the complaint is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.